Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery procedure, the catheter became kinked and stuck on the wire. "The physician was working on a peroneal lesion in the leg and had a 6f arrow 90cm sheath down and a 300 pt graphix across the lesion in left peroneal. The apex balloon would not come out of the sheath, it was stuck and became kinked. The physician then switched catheters to an over the wire symmetry 2.5 and it slid over the wire and through the sheath with no problem." The physician did not believe it was the device, but the anatomy of the patient. There were no patient injuries or complications. The patient is said to be "fine".